Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing and eating a carbohydrate-containing breakfast, with blood glucose rising to 328 mg/dl while using an ilet system with a g7 sensor and a steel cannula infusion set; the user was advised to refrain from further meal announcements and allow the system to correct automatically, and tubing was disconnected to check for flow, which required several units before visible drops were observed. Symptoms included high blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included user interview, infusion set and tubing flow check, and review of system performance and alerts, with no device alarms reported. Investigation of this case revealed hyperglycemia following carbohydrate intake and possible delayed infusion line priming or visualization difficulty during drip confirmation, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.